Manufacturer narrative:
This lead was retained by the hospital and not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture the night of implant. It was noted the patient had a coughing spell after the initial implant which may have resulted in a micro-dislodgement. An invasive procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.